Manufacturer narrative:
The other device listed in this report: cat. No.: unknown, unknown implant metal head, lot code: unknown. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
Left hip revision due to infection.